Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to safely implant the essure device"), menstruation irregular ("irregular menses"), fallopian tube spasm ("right fallopian tube was spasming"), abdominal pain lower ("lower left quadrant pain"), abdominal pain ("abdominal pain"), allergy to metals ("she has a sensitivity to nickel"), dyspareunia ("she also experienced a more intense pain for two or three days following intercourse."), weight decreased ("weight loss"), micturition urgency ("urinary urgency"), arthralgia ("joint pain"), migraine ("migraine headaches"), fatigue ("fatigue"), pruritus ("itchiness"), pain in extremity ("pain radiates to her upper leg") and groin pain ("pain radiates to groin"). The patient was treated with surgery (essure device removed in a laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, complication of device insertion, menstruation irregular, fallopian tube spasm, abdominal pain lower, abdominal pain, dyspareunia, weight decreased, micturition urgency, arthralgia, migraine, fatigue, pruritus, pain in extremity and groin pain was resolving and the allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, complication of device insertion, dyspareunia, fallopian tube spasm, fatigue, groin pain, menstruation irregular, micturition urgency, migraine, pain in extremity, pelvic pain, pruritus and weight decreased to be related to essure. The reporter commented: he then proceeded with laparoscopic tubal sterilization, which was completed with no apparent immediate complication. Her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Diagnostic results: her complaints during this encounter, and ordered a pregnancy test and an ultrasound. On (B)(6) 2016: transvaginal ultrasound yielded no acute findings. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('chronic pelvic pain/worsening of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to safely implant the essure device"), menstruation irregular ("irregular menses"), fallopian tube spasm ("right fallopian tube was spasming"), abdominal pain lower ("lower left quadrant pain"), abdominal pain ("abdominal pain"), allergy to metals ("she has a sensitivity to nickel"), dyspareunia ("she also experienced a more intense pain for two or three days following intercourse."), micturition urgency ("urinary urgency"), arthralgia ("joint pain"), migraine ("migraine headaches"), fatigue ("fatigue"), pruritus ("itchiness"), pain ("pain radiates to her upper leg /pain radiates to groin"), genital haemorrhage ("worsening of abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("allergy/hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure device removed in a laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, complication of device insertion, menstruation irregular, fallopian tube spasm, abdominal pain lower, abdominal pain, dyspareunia, weight decreased, micturition urgency, arthralgia, migraine, fatigue, pruritus and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, complication of device insertion, device dislocation, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, micturition urgency, migraine, pain, pelvic pain, pruritus and weight decreased to be related to essure. The reporter commented: he then proceeded with laparoscopic tubal sterilization, which was completed with no apparent immediate complication. Her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Diagnostic results: her complaints during this encounter, and ordered a pregnancy test and an ultrasound. On (B)(6) 2016: transvaginal ultrasound yielded no acute findings. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('chronic pelvic pain/worseining of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to safely implant the essure device"), menstruation irregular ("irregular menses"), fallopian tube spasm ("right fallopian tube was spasming"), abdominal pain lower ("lower left quadrant pain"), abdominal pain ("abdominal pain"), allergy to metals ("she has a sensitivity to nickel"), dyspareunia ("she also experienced a more intense pain for two or three days following intercourse."), micturition urgency ("urinary urgency"), arthralgia ("joint pain"), migraine ("migraine headaches"), fatigue ("fatigue"), pruritus ("itchiness"), pain ("pain radiates to her upper leg /pain radiates to groin"), genital haemorrhage ("worsening of abnormal bleeding"), autoimmune disorder ("autoimune symptoms") and hypersensitivity ("allergy/hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure device removed in a laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, complication of device insertion, menstruation irregular, fallopian tube spasm, abdominal pain lower, abdominal pain, dyspareunia, weight decreased, micturition urgency, arthralgia, migraine, fatigue, pruritus and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, complication of device insertion, device dislocation, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, micturition urgency, migraine, pain, pelvic pain, pruritus and weight decreased to be related to essure. The reporter commented: he then proceeded with laparoscopic tubal sterilization, which was completed with no apparent immediate complication. Her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Diagnostic results: her complaints during this encounter, and ordered a pregnancy test and an ultrasound. On (B)(6) 2016: transvaginal ultrasound yielded no acute findings. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "migration, abnormal bleeding, auto-immune symptoms, and hypersensitivity symptoms were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device is seen in the cortical region of the uterus on the left side, the majority of the device appears to be within the endometrial cavity') and pelvic pain ('chronic pelvic pain/worseining of pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, gravida I and parity 1. Her complaints during this encounter, and ordered a pregnancy test and an ultrasound. On (B)(6) 2016: transvaginal ultrasound yielded no acute findings. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to safely implant the essure device"), menstruation irregular ("irregular menses"), fallopian tube spasm ("right fallopian tube was spasming"), abdominal pain lower ("lower left quadrant pain"), abdominal pain ("abdominal pain"), allergy to metals ("she has a sensitivity to nickel"), dyspareunia ("she also experienced a more intense pain for two or three days following intercourse."), micturition urgency ("urinary urgency"), arthralgia ("joint pain"), migraine ("migraine headaches"), fatigue ("fatigue"), pruritus ("itchiness"), pain ("pain radiates to her upper leg /pain radiates to groin"), genital haemorrhage ("worsening of abnormal bleeding"), autoimmune disorder ("autoimune symptoms") and hypersensitivity ("allergy/hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coil from left tube, left salpingectomy and essure device removed in a laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, allergy to metals, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, complication of device insertion, menstruation irregular, fallopian tube spasm, abdominal pain lower, abdominal pain, dyspareunia, weight decreased, micturition urgency, arthralgia, migraine, fatigue, pruritus and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, complication of device insertion, device expulsion, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, micturition urgency, migraine, pain, pelvic pain, pruritus and weight decreased to be related to essure. The reporter commented: he then proceeded with laparoscopic tubal sterilization, which was completed with no apparent immediate complication. Her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life left: 4 coils diagnostic results: quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient middle name, medical history, rcc added. Event: device dislocation updated to event: device is seen in the cortical region of the uterus on the left side, the majority of the device appears to be within the endometrial cavity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.